Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
On (B)(6) 2014, it was reported that the patient did not respond to an alarm in a timely manner which contributed to the alleged bg excursion.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014, the patient experienced a blood glucose (bg) over 600 mg/dl with vomiting and diabetic ketoacidosis associated with an occlusion issue. Reportedly, the patient discontinued pump therapy, was hospitalized and treated by their healthcare provider with IV fluids and other unspecified treatment. During troubleshooting with customer technical support (cts), it was revealed that the occlusion sensitivity was programmed to low and the bolus delivery speed was set at normal. It was reported that the occlusion issue has occurred multiple times despite changing the infusion set/cartridges. This complaint is being reported because the patient allegedly experienced a severe bg excursion due to an occlusion issue with the pump.